Event description:
Customer request repair on a stretcher in an outpatient building away from hospital. No injury reported.

Manufacturer narrative:
Inspection found the siderail came off the bed due to loose screws. Replaced the screws to resolve this issue.